Manufacturer narrative:
The customer reported that the gas bench gives a calibration error. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the gas bench gives a calibration error.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the gas bench gives a calibration error. Customer ordered a new gas unit which resolved the issue.